Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, specifically showing a fill estimate of 0 units when the expectation was approximately 262 units. There was no adverse impact to the customer¿s blood glucose level. The customer completed the load process and was educated on properly removing air from the cartridge prior to filling, which they acknowledged. Technical support assisted the customer in filling and loading a new cartridge, and the customer will monitor the situation and follow up if necessary.